Event description:
It was reported that during a coronary angioplasty procedure, crossing and removal difficulties were encountered. The patient presented with chest pain. The very calcified, 80% stenosed lesion was located in the moderately tortuous proximal and mid right coronary artery (rca). Several predilations were completed. The physician attempted to cross the lesion with the 3.50x20mm taxus libertã© drug-eluting stent delivery system however was unsuccessful. Following multiple additional predilations and attempts to cross the lesion, the physician was still unable to cross the lesion. Therefore, the physician attempted to remove the taxus liberte drug-eluting stent delivery device system. When trying to remove the taxus liberte drug-eluting stent delivery system it became stuck or jammed on the end of the guide catheter, causing the physician to remove the catheter and taxus liberte drug-eluting stent delivery system simultaneously. The physician then successfully completed the procedure with a shorter length taxus liberte drug-eluting stent. No patient complications were reported, and patient status was reported as 'satisfactory'.

Manufacturer narrative:
Visual examination of the returned device revealed a polymer shaft break approximately 4.3cm proximal from the proximal edge of the proximal markerband. The distal sub-assembly was not returned for analysis, therefore the tip and distal sections of the unit could not be examined for issues that may have potentially contributed to a restriction occurring. Microscopic examination noted no stretching at the point of separation; the break was severed, indicating a sudden fracture. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. No root cause can be determined.